Event description:
It was reported by the customer's parent, that the customer had low blood glucose levels of 49mg/dl. It was also reported that the insulin pump was over bolusing insulin. Troubleshooting occured. The customer's parent requested that the insulin pump be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the functional test, including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. No unexpected bolus delivery could be verified because the time and date of bolus delivery was not specified in the event notes. However, the insulin pump was monitored for two days and no unexpected bolus was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.